Event description:
The patient fell. Since that time, the patient experienced a shocking or jolting sensation and intermittent stimulation. Additional information has been requested from the hcp, a follow up report will be sent if additional information becomes available.